Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "discomfort and capsular contracture" confirmed on explant surgery. This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.6, h.6.

Event description:
Patient reported "discomfort and capsular contracture" confirmed on explant surgery. Later patient reported "capsular contracture baker grade iii" confirmed by surgical explant procedure. This record is for the right side. Device was explanted and will not be returned.